Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e315 was could not be determined as the issue was not replicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; the e315 error could not be duplicated. The additional evaluation findings are as follows: the light guide lens was worn and there were pin holes in the glue, the bending section cover glue was cracked at the insertion tube and plastic distal end cover, the labels were scratched, the plastic distal end cover was scratched, the objective lens was worn and there were pin holes in the glue, the insertion tube had minor dent and scratches, the control body needed seal ring replacement and the light guide tube was scratched, not catching cotton. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a scope communication error e315. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.